Event description:
A call to technical services on 01/27/2012 states that rep was talking to a health care provider at (B)(6) and she was telling him about a 24 year old viral cardiomyopathy patient who has a st. Jude ICD with a durata lead implanted in 2009. She said the sf surveillance informed her that this patient had over 60 aborted shocks due to lead noise. She called the patient, who lives in (B)(6) and told him to go to an ER asap. He went to (B)(6) and they called st. Jude to check the device. Patient states that it took a rep 6 hours to arrive and he told him that everything was fine with his device and then was discharged home. The nurse called him the next day and was surprised when he said he was at home and he was upset and told her she gave him the wrong information. She called sf to see if they had the correct patient and they said they were sure it was him. Apparently, they said when a st. Jude device does a remote follow up, it will clear the events counter and if a rep doesn't go back to look at the previous episodes, he won't see anything new. Apparently this rep didn't know how to troubleshoot a device or wasn't looking for noise on the lead. The ep at (B)(6) reviewed the strips and said it was clearly noise from a lead fracture or abrasion. St. Jude told the va that they are reviewing this matter with the rep involved and are considering disciplinary action. Sf also told the ep nurse that this is the 3rd durata fracture they have found this week. Apparently, they said when a st. Jude device does a remote follow up, it will clear the events counter and if a rep doesn't go back to look at the previous episodes, he won't see anything new. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).